Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with five infusion sets. The cannulas were kinked. The event occurred on 25-may-2024, 12-jun-2024, 08-jul-2024, 16-jul-2024, and 29-jul-2024. Patient noticed symptoms within 3 or more hours after insertion. The insertion of site was the abdomen. Infusion sets were used for 3-4 hours. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-31923- device 1 of 5